Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this pacemaker declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to ts and a recommended safe replacement interval was calculated. It also exhibited tones due to the declared code. This device was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this pacemaker declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to ts and a recommended safe replacement interval was calculated. It also exhibited tones due to the declared code. Reasonable evidence suggest that this device exhibited a malfunction leading to surgical intervention. This device was then successfully replaced. No additional adverse patient effects were reported.